Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that the display on their device went completely blank. Physio followed up with the customer to confirm if the device was still functional with the blank display, however the customer was not able to confirm that as no further testing of the device was done. There was no patient use associated with the reported issue.